Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of user facility that the device was in use with patient. According to reporter, after 1 month's use, the tube had to be changed due to cuff leakage. According to reporter, the previous lot numbers did not require changes as often (after 2 months' use). No adverse effects to patient reported.